Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine 30mg/ml at 9.7 29mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 wound dehiscence was reported. Per the reporter during the post op visit the pa (physician assistant) noticed a wound over the pump site and the pump was visible through the wound. It was noted as n/a in regards to any environmental, external or patient factors that may have led or contributed to the issue and if any diagnostics or troubleshooting had been performed. The actions and interventions taken to resolve the issue was the pump was explanted and a new pump and catheter was moved to another pocket site. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Non-destructive analysis found that there were no anomalies and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.